Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to a heart attack caused by a bent cannula. Blood glucose level at the time of the incident was over 500 mg/dl. The customer stated that she was wearing the insulin pump at the time of the hospitalization. The insulin pump was not replaced or returned for analysis.